Manufacturer narrative:
(B)(4). Concomitant medical products: unknown part, unknown lot - unknown vanguard xp femoral component, unknown part, unknown lot - unknown vanguard xp tibial tray, unknown part, unknown lot - unknown vanguard xp lateral bearing, unknown part, unknown lot - unknown vanguard xp medial bearing, unknown part, unknown lot - unknown non-xp tibial bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: 0001825034- 2018-00850, 0001825034- 2018-00852, 0001825034- 2018-00853, 0001825034- 2018-00854. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 504 - post operative pain.